Event description:
It was reported that during an ambulance transport, the ventilator shut off with an audible alarm while connected to a pt. When ems tried to restart the ventilator, it went into sram failure multiple times. No pt harm reported.

Manufacturer narrative:
Na